Event description:
It was reported that there was a pocket hematoma and possible necrosis. The pulse generator was moved from the left side of the patient, to the right side of the patient. The right ventricular (rv) lead dislodged and showed high unstable/unmeasurable threshold. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found.